Event description:
Related manufacturer reference number: 2017865-2022-04152. Related manufacturer reference number: 2017865-2022-04153. It was reported that patient's implantable cardioverter defibrillator(ICD) eroded through skin. The whole system including ICD, right ventricular lead and atrial lead were explanted. There were no patient consequences.